Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the hospital with congestive heart failure. Upon interrogation, the right ventricular lead exhibited low impedance and loss of capture. The lead was capped and replaced. The patient was fine post procedure.